Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an eccentric, lesion in the moderately tortuous diagonal coronary artery. The optical coherence tomography (oct) catheter was advanced without resistance, but when retracting the catheter to perform an examination of the artery, it became stuck on the guide wire. The devices were removed as single unit. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.